Event description:
Complainant alleged that medics responded to a call for a pt who was found pulseless and apneic. The device was attached to the pt via ECG monitoring electrodes and electrode defib pads. When attempting to monitor the pt's heart rhythm, the device displayed a "poor pad contact" message. The device was charged to deliver energy, however the device displayed a "poor pad contact" message and failed to discharge. Complainant indicated that the pt's heart rhythm converted to a normal sinus rhythm on it's own. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.